Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that ruptured one of her fallopian tubes"), ruptured ectopic pregnancy ("ectopic pregnancy that ruptured one of her fallopian tubes") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("chronic abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage and ruptured ectopic pregnancy to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that ruptured one of her fallopian tubes / pregnancy (ectopic)"), ruptured ectopic pregnancy ("ectopic pregnancy that ruptured one of her fallopian tubes"), device dislocation ("malposition of essure device / failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1, weight gain and muscle cramps. Previously administered products included for an unreported indication: maternity. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain / pain"). In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain") and complication of device insertion ("difficultly seeing and finding correct placement"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, device dislocation, genital haemorrhage, abdominal pain and complication of device insertion outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, complication of device insertion, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain and ruptured ectopic pregnancy to be related to essure. The reporter commented: date leave began: (B)(6) 2012. Date leave ended: 2016. Reason: maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2019: pfs received. Event: malposition of essure device / failure to occlude (close) fallopian tube(s), pelvic pain / pain and difficultly seeing and finding correct placement was added. Outcome of event pelvic pain was updated. Medical history and concomitant condition was added. Lab data was added. Reporter information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.